Event description:
It was reported the system failed to generate fluoroscopy x-ray. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe pedal was evaluated and reseated. The system was tested and found to be working as intended and returned to service.